Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectosigmoid dissection, the shears were assembled, and tested. After five minutes of use, the tissue pad fell off, making it impossible to continue using it. The representative in the room replaced it with other shears from the concierge and the surgery continued successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. Investigation summary: the device was returned with no apparent damage. The tissue pad was returned firmly attached to the clamp arm and not detached as reported. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The blade broke off during the analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.